Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the power supply for laptop need to be replace. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the planning station was non-functional. There was no patient involvment reported.